Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device but was unable to duplicate the reported issue. Physio downloaded the electronic patient record from the device for review and confirmed that the device powered off twice; however, the cause of which could not be determined. As a precaution, physio then replaced the device's battery pins and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device powered off by itself while transporting a patient. No further details were provided. Physio-control has made multiple attempts to contact the customer in order to obtain additional details about both the patient and the event; however, no response has been received.